Event description:
The end user reported while a medic crew was pushing a patient on the stretcher in a medical facility, one of the medics alleged feeling multiple shocks while touching the stretcher. An audible sound from the shock was reported to have been heard. The second crew member assisting with the stretcher was not shocked nor was the patient. No alleged injuries were reported and no medical intervention was sought. The patient transport was able to be completed with no adverse health consequences to the patient. The serial number of the subject stretcher was not provided.